Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
The sales rep reported that when the surgeon introduced the intra-medullary plug, with moderate force, the distal tip fractured off. It is further reported that the distal tip was recovered when the introducer was removed from the femur. It is further reported that the proximal section remained in the patient. It is further reported that the procedure was successfully completed with no adverse consequences to the patient.